Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion and novasure endometrial ablation." And device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included depression, graves' disease, hypothyroidism, fibromyalgia, iron deficiency anemia, sickle cell anemia, tobacco abuse and skin rash. Concurrent conditions included tooth pain, chest pain, abdominal pain and nausea. Concomitant products included levothyroxine since (B)(6) 2015, lisinopril from (B)(6) 2015 to (B)(6) 2018, losartan since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual isuues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hot flush ("hormonal changes (hot flashes)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), depression ("psychological or psychiatric problems (depression and mental anguish)"), anxiety ("psychological or psychiatric problems (depression and mental anguish)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder (hypothyroidism, fibromyalgia)"), fibromyalgia ("autoimmune disorder (hypothyroidism, fibromyalgia)") and hypertension ("high blood pressure"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral-salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hypothyroidism, fibromyalgia, dysmenorrhoea, dyspareunia, hot flush, migraine, headache, depression, anxiety, vaginal discharge and hypertension outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hot flush, hypertension, hypothyroidism, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fibromyalgia, depression. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs & mr received. Reporter's information was added. Lot number was added. Patient's demographics were added. Added event autoimmune disorder (hypothyroidism, fibromyalgia), dysmenorrhea, dyspareunia, hormonal changes (hot flashes),migraines,headaches; pain, psychological or psychiatric problems (depression and mental anguish), vaginal discharge, high blood pressure, patient did not undergo essure confirmation test. Updated outcome of event: pelvic pain. Updated event onset date. Historical drug, historical condition, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "essure tubal occlusion and novasure endometrial ablation.". The patient's medical history included depression, graves' disease, hypothyroidism, fibromyalgia, iron deficiency anemia, sickle cell anemia, tobacco user, heart murmur, hypertension, uterine dilation and curettage and endometrial ablation. Concurrent conditions included tooth pain, chest pain, skin rash, abdominal pain, nausea, knee pain, knee swelling, obesity, bipolar disorder and hematometra. Concomitant products included ketorolac tromethamine (toradol) and paracetamol (tylenol) for r sciatica as well as levothyroxine since 27-sep-2015, lisinopril from (B)(6) 2015 to (B)(6) 2018, losartan since (B)(6) 2018, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual isuues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes (hot flashes)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), depression ("psychological or psychiatric problems (depression and mental anguish)"), anxiety ("psychological or psychiatric problems (depression and mental anguish)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. On (B)(6) 2015, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism, fibromyalgia)"), fibromyalgia ("autoimmune disorder (hypothyroidism, fibromyalgia)") and hypertension ("high blood pressure"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding - genital"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral-salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, autoimmune hypothyroidism, fibromyalgia, dysmenorrhoea, dyspareunia, hot flush, migraine, headache, depression, anxiety, vaginal discharge and hypertension outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, hot flush, hypertension, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Hysteroscopy with endometrial ablation with essure - 20jan2014 (sic) plaintiff was treated for pain. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, fibromyalgia, depression, headaches". Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event "abnormal bleeding - genital" was added. Outcome for the event " persistent pelvic pain" was updated to recovered from recovering. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral-salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.